Event description:
A user facility biomedical technician (biomed) reported to fresenius that an optiflux 160nre dialyzer blood leak occurred along with a patient death during a hemodialysis (hd) treatment. Additional information was obtained through follow-up with the biomed and the nurse manager. There was no dialyzer blood leak. There was a patient death during treatment. This patient was scheduled for a routine 3-hour hd treatment utilizing a 2008t machine and an optiflux 160nre dialyzer on (B)(6)2024. No issues were documented prior to the initiation of the treatment. No issues were documented during the treatment related to the machine or the treatment itself. Approximately two hours into the treatment, the patient was experiencing blood pressure (bp) issues (unspecified). The patient was alert at this time. At some point shortly after the bp issue began, the patient became unresponsive with a pulse, and low o2 saturation (values not provided). The treatment was discontinued, and the patient¿s blood was not returned. The estimated blood loss (ebl) was approximately 150ml. The patient ultimately passed away at the clinic. The patient was not transported to the hospital. No information was provided related to the medical intervention provided at the clinic. The patient¿s death certificate has not been signed by the physician; however, the unofficial cause of death is cardiac arrest with secondary cause of diabetes mellitus type ii. The machine was taken out of service for evaluation per clinic protocol but has since been returned to service. No issues were found.

Manufacturer narrative:
Clinical review: there is a temporal relationship between hd treatment utilizing the 2008t machine and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the 2008t machine. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Cardiopulmonary arrest (cpa) in hd has a high subsequent fatality rate and is associated with cardiac comorbidities, health status surrogates (lower body mass index, lower albumin), and procedural factors (lower dialysate potassium and higher erythropoietin stimulating agents). It is unknown if the patient had underlying cardiac comorbidities or other factors that contributed to the death; however, cardiac arrest accounts for a quarter of deaths among patients on dialysis. It as reported that no issues occurred during the treatment with the machine or the treatment itself and no problems were found upon machine evaluation. Based on the available information and no allegation or evidence of a malfunction or deficiency, the 2008t hemodialysis machine can be excluded as the cause of the patient¿s reported death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that an optiflux 160nre dialyzer blood leak occurred along with a patient death during a hemodialysis (hd) treatment. Additional information was obtained through follow-up with the biomed and the nurse manager. There was no dialyzer blood leak. There was a patient death during treatment. This patient was scheduled for a routine 3-hour hd treatment utilizing a 2008t machine and an optiflux 160nre dialyzer on (B)(6) 2024. No issues were documented prior to the initiation of the treatment. No issues were documented during the treatment related to the machine or the treatment itself. Approximately two hours into the treatment, the patient was experiencing blood pressure (bp) issues (unspecified). The patient was alert at this time. At some point shortly after the bp issue began, the patient became unresponsive with a pulse, and low o2 saturation (values not provided). The treatment was discontinued, and the patient¿s blood was not returned. The estimated blood loss (ebl) was approximately 150ml. The patient ultimately passed away at the clinic. The patient was not transported to the hospital. No information was provided related to the medical intervention provided at the clinic. The patient¿s death certificate has not been signed by the physician; however, the unofficial cause of death is cardiac arrest with secondary cause of diabetes mellitus type ii. The machine was taken out of service for evaluation per clinic protocol but has since been returned to service. No issues were found.